Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. The initial evaluation of the handpiece found that there was short in the cabling. The DHR was reviewed and the product met manufacturing specifications. A complaint history review found similar complaints of the reported issues and it will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable, etc. Since the issue was due to component failure, product labeling has been ruled out as a cause of the complaint. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The short in the handpiece cabling caused the blown fuse in the siu. The root cause of the reported event was due to electrical component failure.

Event description:
It was reported that, when preparing navio for surgery, after the handpiece calibration stage, the following message was displayed: "warning: internal cabling/drill console error. Please contact robotics customer support to resolve this issue. The system must shut down. Quit". When the equipment is turned on again, the screen shows following message: "an error occurred during initialization: pfs control hardware failure. (Errcode = 40000000000 ). Please contact robotics customer. Shut down". The case was cancelled. The patient outcome is unknown.